Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2023 during a brevera procedure, the needle was fired inside the breast and the console displayed some errors. The needle made an unusual noise and it was verified that it was jammed. The needle was removed and a second needle was used to complete the procedure. The customer reported and sent images of the first needle in which they observed damage to the blade. It was later confirmed that after the first needle failed metal debris were left inside the patient. The customer reported that the patient biopsy came back negative so no excision is planned at this time and do not have any plans at this time for further action. No other information is available.